Manufacturer narrative:
Reported complaint of inability to interrogate was not confirmed. The device was received in normal range of operation. Analysis of device image was performed and no anomalies were noted. Further electrical testing was performed, including impedance and output testing, and no issues were noted. Longevity assessment found the device was operating above elective replacement indicator (eri) level and within expected longevity.

Event description:
It was reported that the patient presented for initial implant procedure. During the procedure, the implantable cardioverter defibrillator (ICD) failed to be interrogated. This ICD was not used, and the physician completed the procedure using a different ICD. There were no patient consequences noted.